Event description:
Report received indicated that the balloon ruptured during procedure. The intended procedure was angioplasty of a shunt anastomosis. The vessel was described as severely calcified, severely tortuous and had an 80% stenosis. The balloon was positioned within the target lesion and inflated with an indeflator; however, it ruptured at 6 atmospheres. It is unknown if difficulty was experienced during advancement of the balloon catheter to the lesion or while crossing the lesion. There was no adverse consequence to the patient. This product is not distributed in the united states (us); however, it is similar to the us product.

Manufacturer narrative:
The product was not returned to cordis for analysis. A DHR review was performed and showed that this lot of products met all requirements per the applicable mqp. This review was extended to subassembly with lot number. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including burst test values. Without product return, it cannot be determined if there were abrasions on the surface of the balloon that could have caused the balloon to rupture. In this case, vessel/lesion characteristics likely contributed to the reported event.